Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2022, the patient fell from her own height after which the stimulation decreased. After they did a reading of the system on (B)(6) 2022 it showed high impedance in all electrodes. The event was ongoing. The etiology was related to the lead, and not related to the implant procedure. The device diagnosis was high impedance, and the clinical diagnosis was the patient's fall. The patient's age at consent was 28 years.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 19-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977c190, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the clinical diagnosis was a loss of stimulation. Interventions included x-rays of the chest and lumbosacral on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 977c190 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was replaced because the battery did not have much useful life left, therefore the doctor decided to make the change and avoid new procedures in the near future.

Manufacturer narrative:
Continuation of d10: product ID 977c190, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced intense pain with neurovascular changes. Equimosis was noted. X-ray showed lead fracture. The entire system was explanted and replaced on (B)(6) 2022. The outcome was resolved without sequelae. It was further reported that the patient also experienced worsening intense pain in both upper limbs, dysesthesia type, burning, no associated paresthesia, and edema of both upper limbs since the fall. Medication of duloxetine, ketamine, acetaminophen, and codeine was administered, and in-patient hospitalization occurred. The indication for use is complex regional pain syndrome in both upper limbs. Additional information was received from the clinical site. The clinical diagnosis was updated to complex regional pain syndrome type 1. It was noted that it was the entire system that was explanted and replaced on (B)(6) 2022. The patient was reprogrammed with improvement in pain and vasomotor changes. The patient refereed a lot of cervical pain in the surgical area without neurological deterioration. It was noted that the patient had been hospitalized on (B)(6) 2022.